Event description:
It was reported that a rise in capture threshold was noted on the right atrial (ra) lead. An echocardiogram revealed pericardial effusion likely due to a minor perforation. A pericardiocentesis was performed and the ra lead was explanted, and a new ra lead was implanted. Patient stable prior to, during and after the procedure.